Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to the service department of olympus. The service department of olympus checked the subject device and found that the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the periodic inspection, e226 (scope communication error) occurred. The connectors were cleaned up and reconnected to check, but it showed the same error. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to the service department of olympus. The service department of olympus checked the subject device and found that the reported phenomenon was duplicated and there was cracks on the video connector. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumes that the reported event occurred due to the following occurrence mechanism. *the video connector was damaged because unexpected stress was applied to the video connector by user¿s handling and communication between the camera head and the processor could not be done, and scope communication error e226 occurred, and then the image did not appear. The above device handling has warned in the instruction manual.